Event description:
Procedure: sleeve gastrectomy:according to the reporter: the needle came out of jaw while surgeon was toggling. Needle removed from patient. Item removed from field. There was no injury to the patient. No blood loss. No extension of or time.

Manufacturer narrative:
(B)(4).